Event description:
Hardware failure from surgery (B)(6) 2013, lumbar laminectomy with orif and fusion. Re-admission for surgery (B)(6) 2013 for replacement and stabilization of lumbosacral spine with new instrumentation due to hardware failure. S1 screws were sheared at the shaft bilaterally.